Manufacturer narrative:
The complaint received sates that during an interventional procedure the smart control sds guidewire lumen separated in the patient. There are no patient, vessel or target lesion details available to date. The smart control stent was deployed and the delivery system was pulled out without any complications. However, the inner shaft (polymeric tube) snagged on the guidewire and separated in the patient. The inner lumen was removed with the guidewire. No portion was retained within the patient. There was no report of injury for the patient. One non sterile smart control 10 x 80mm was received also a non sterile non cordis guide wire with the smart control inner lumen attached to the wire was received. The inner lumen separation point was found elongated/ragged. The separation on the inner lumen was found at 38 cm from distal tip. Dry blood was found inside the inner lumen. The od from the outer body was measured and was found within specification. No functional analysis could be performed due the conditions of the inner lumen. Review of lot 15256772 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inner lumen separation reported by the customer was confirmed during analysis. The cause of the separation could not be determined. Evidence of elongation was found on the separation point. Procedural factors might be related to this damage, since it occurred during procedure. No corrective action was taken since the cause of the separation does not appear to be manufacturing related. The reported complaint was confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the confirmed failure.

Event description:
A smart control stent was deployed and the delivery system was pulled out without any complications. However, the inner shaft (polymeric tube) snagged on the guidewire and was removed with the guidewire. There was no patient injury and nothing remained in the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted upon 30 days of receipt.